Manufacturer narrative:
Supplemental report submitted to include 510(k)# for the product.

Event description:
It was reported via repair work order that the bed motors would allegedly move on their own when the bed was not in use due to malfunctioned siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed motors would allegedly move on their own when the bed was not in use due to malfunctioned siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.